Manufacturer narrative:
(B)(4). The device has been returned; however, the evaluation has not yet begun. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated event, a homechoice automated pd set with cassette was observed to be leaking. This occurred while the patient care giver was attempting to prime the device and the patient was not connected. The care giver observed that solution had spilled on the cassette door of the homechoice device. The technical services representative advised the care giver to complete the patient¿s therapy using manual supplies. No additional information is available.

Manufacturer narrative:
(B)(4). The analysis on the cassette was completed. No abnormalities were identified during visual inspection. Leak, clear passage, and clamp functional testing all passed with no issues noted. The sample successfully underwent a simulated therapy on a homechoice (hc) machine. The reported problem was unable to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.